Event description:
This report summarizes 32 malfunction events, where it was reported the devices experienced zoom suddenly stops. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 31 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 31 malfunction events, where it was reported the devices experienced zoom suddenly stops. There was no patient involvement.

Manufacturer narrative:
Upon further investigation of 1 of the devices, it was determined the device experienced no zoom power/drive, which is not reportable. The count of events has been updated to reflect this.